Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, brown particles fluids clear inside the device. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify no observed openings in the device but observed a striated in the plug strap, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated in the plug strap. Side due to surgical damage.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii. The device has been explanted.